Manufacturer narrative:
Device was not evaluated due to no sample was returned. Please see investigation summary attached. (B)(4).

Event description:
It was reported that several nurses from spectrum agency had issues regarding the performance of allevyn life. The nurses felt the dressing was causing maceration to the periwound and that patients have had reactions to the border.